Manufacturer narrative:
(B)(4). Batch #m91l0t. The device was received with the electrode and ceramic separated from the lower jaw and the active rod. In addition, the upper jaw was received fully attached to the device and not detached as reported. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the top jaw break off of the device? Is the broken top jaw being returned with the device or was it discarded?

Event description:
It was reported that during a lap hysterectomy procedure the jaws on the device broke. They did not break off into the patient. The procedure was completed using a like device. There was no patient consequence.